Event description:
We received an allegation about discrepant results for 1 patient sample tested with cholesterol gen.2 assay on a cobas c 703 analytical unit. Initial result: 0.498 mmol/l. Repeat result: 3.90 mmol/l. The repeat result was believed to be correct.

Manufacturer narrative:
The cholesterol gen.2 reagent lot number was 934042. The expiration date was not provided. The field service engineer replaced the filter and the nozzle tips. The investigation is ongoing.